Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
B3-date of event is estimated. A4 -patients weight is unknown during processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the patients ipg is inoperable and as such surgical intervention may be pending to address the issue.